Event description:
A nurse called to report that the customer was admitted to the hospital for low bgs. Troubleshooting was performed. The pump was working properly. The customer stated that they did not check their bgs before lunch and then gave themselves more insulin than usual to cover what they thought they would be eating. The doctor stated that the low bgs most likely was because the customer did not check their bgs before lunch.